Event description:
It was reported that an hour after starting continuous renal replacement therapy with a prismaflex set an external fluid leak was observed from the waste liquid bag of the set. Treatment was discontinued. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Prismaflex st100 set c has been temporarily approved for use in the us under emergency use authorization (B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. The actual device was not available; however, photographs and video of the sample were provided for evaluation. Visual inspection of the photos and video showed a leak at the level of the drain bag. The reported condition was verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Per the video and photographs, the cause of the condition was determined to be a manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted.